Manufacturer narrative:
The pump was received with unresponsive up and down button due to flattened dome. The keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 250 mg/dl. The mother stated the pump was dropped on the ottoman and the up arrow button is not functioning properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.